Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the pulmonary artery during removal of the temporary pacemaker. Upon retrieval, it was noted the helix was sprung. A different lp was used to complete the procedure. The patient was in stable condition.